Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing was not fixed at the luer activated valve of a clearlink continu-flo solution set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: 04/27/2016 - 04/28/2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed the tubing was separated from the y-clear link in the assembly upstream of the y-clear link. The cause of the reported condition was determined to be a human - end user issue. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.